Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 year. 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on - (B)(6) 2017. It was reported that the patient was admitted with anemia and care of melenic stools. The patient received two units of packed red blood cells. Patient has had many endoscopies and is no longer on aspirin or dipyridamole, however, remains on warfarin for artificial valve in heart. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the healthcare provider stated that the patient has had many endoscopies. The patient has an extensive history of gi bleeding. The patient's gi bleeds/many endoscopies are reported under MFR #'s 2916596-2017-02216, 2916596-2018-00774, 2916596-2018-01377, 2916596-2018-02098, 2916596-2018-02415, 2916596-2018-02832, 2916596-2018-03493, 2916596-2019-00804, 2916596-2018-05382.